Event description:
There was a pt involved in this event. A device malfunctioned because pad unit was used in an sca event, on third shock delivered to pt the unit emitted a humming sound and all of the icon lights on the membrane lit up.